Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 10 months.  Device evaluation: the evaluation of the returned portion of the percutaneous lead confirmed an issue that would have contributed to the reported pump stoppage. A section of the percutaneous lead approximately 21 inches long was returned for evaluation. White rescue tape was observed all around the returned portion of the percutaneous lead. The percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon removal of the rescue tape, tears in the silicone jacket and evidence of a previous cosmetic distal end repair were noted on the percutaneous lead. Upon removal of the silicone jacket, overall metal braided shield deterioration was noted along the percutaneous lead. The silicone jacket, clear bionate, and metal braided shield were removed in order to examine the underlying wires. Visual inspection of the wires showed breaches to the insulation of the black, red, orange, and green wires adjacent to the metal connector. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the braided shield. The remainder of the percutaneous lead was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the black, red, orange, and green wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power, the resulting phase-to-phase short would have resulted in the speed drop and pump stops as observed in the submitted log file. The center submitted a system controller log file after the percutaneous lead distal end repair, which was dated from (B)(6) 2018. It should be noted that a transient pump stop was captured on (B)(6), resulting low speed/low flow hazard alarms. The event lasted for approximately one second, and the pump resumed operation at the fixed speed without issue. The patient was supported by the power module at the time. There were no other unusual events noted in the event history and the pump appeared to be working as intended. The customer has requested a non-grounded patient cable for the patient, and the patient remains ongoing on vad support. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed 7 pump stoppages and 23 low speed advisories taking place on (B)(6) 2018. These issues appear to be occurring while battery power was utilized. On(B)(6) 2018, the manufacturer¿s technical services performed a distal end percutaneous lead (driveline) replacement. A ungrounded power module patient cable has been provided for the patient. On (B)(6) 2018, additional log files were submitted for review. Post percutaneous lead (driveline) replacement there were no unusual events noted. No additional information was provided.